Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on (B)(6) 2007. It was alleged the plaintiff experienced emotional distress and a problem with the product. Related to MFR report # 2183959-2012-03166.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).